Event description:
It was reported that during an emergency procedure for evacuation of a traumatic left extradural haematoma, the drill bit broke while making the holes in the patient's skull to suspend the dura. No further information was provided on the patient outcome.

Manufacturer narrative:
Correction: h3, the device was not returned. Additional information: h6, the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available

Event description:
It was reported that during an emergency procedure for evacuation of a traumatic left extradural haematoma, the drill bit broke while making the holes in the patient's skull to suspend the dura. No further information was provided on the patient outcome.